Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted that the patient's implantable cardioverter defibrillator performed inappropriate shock due to noise oversensing from the right ventricular lead. The right ventricular was explanted on (B)(6) 2023. The implantable cardioverter defibrillator was also electively replaced during the same procedure. There were no patient consequences.